Manufacturer narrative:
MFR received date: 30 jan 2020. The service engineer (se) inspected the device. The se found an alarm led failed error. The se replaced the power switch overlay to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
It was reported that the ventilator had a message, "check ventilation, malfunction alarm light emitting diode (led)." There was no patient involvement.